Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2067335; medical device expiration date: 30-apr-2025; device manufacture date: 08-mar-2022. Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd posiflush¿ normal saline syringes each from lots 2067335 and an unspecified lot were missing their labels. The following information was provided by the initial reporter: "customer complained that diluent filled syringe included in the product was missing print labels.".

Event description:
No additional information.

Manufacturer narrative:
It was reported the syringes were missing the printed labels. To aid in the investigation, two photos were provided for evaluation by our quality team. The first photo shows an empty syringe that appears to be connected to a vial. The second photo shows an empty syringe next to the vial. From the photos, it is not possible to confirm these are bd syringes. A device history record review was completed for provided material number 306546, lots 2021615 and 2067335. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. The actual sample would also confirm the source of the product. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.